Event description:
It was reported, the insulin the customer stopped using the insulin pump. Customer had repeated issues with no delivery alarms for a while and the last week of december. Customer had a doctor's visit and decided to stay of the device. Issues with no delivery occurred since (B)(6). Issuers persisted even though called in to troubleshoot. Customer's blood glucose would be up in the 400 to 500 mg/dl range, treated with manual injections. Unable to troubleshoot and customer's mother was reporting a past event. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-55537.